Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure, with 96,238 joules used and 12 minutes expended, it was noted that the fiber was rotating inside the metal cap and excessive fiber life warning was observed. The fiber tip was cleaned during the procedure. The fiber was exchanged and the second fiber was utilized to complete the procedure. No injury was reported.